Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown, therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
While they were running the device,the device got stuck on the wire and they had to remove the wire and the device as one unit. They got a new wire and a new device to complete the procedure,another of the same device for both. No complications.the patient is fine.